Event description:
A transhepatic biliary self-expandable smart control stent (7fr 14mm x 80mm) was inserted into the patient's left iliac vein in our interventional radiology suite. Three hours later the patient returned to our ir suite with chest pain. Under fluoroscopy it was discovered that the stent had migrated to the inferior vena cava-right atrial junction. Life-saving interventions were required to remove the stent. The patient had complications of cardiac effusion/tamponed, which required life saving surgery.